Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, the device did not yield an image. The screen was black. There is no reported harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was evaluated where the following defects were noted: - there are scratches on the bending section (a-rubber) due to external factors. - the a-rubber adhesive is chipping. - there are scratches on the control section due to external factors. - poor working of switch button 3 was observed. - there are scratches on the control section due to external factors. - there are scratches on the grip due to external factors. - there are scratches on the up/down plate due to external factors. - there are scratches on the right/left plate due to external factors. - there are scratches on the universal cord due to external factors. - there are wrinkles in the video cable due to external factors. - the video cable admits stains that are difficult to remove due to handling (insufficient cleaning). - there are scratches on the video cable due to external factors. - there are scratches on the video connector due to external factors. - there are scratches on the light guide (lg)-connector due to external factors. - the indicator on the lg connector is peeling off. - there are scratches on the surface of the lg cover glass due to external factors. - there are scratches on the video connector case due to external factors. - the video connector case is cracked due to external factors. - there are stains on the video connector case that are difficult to remove due to handling. - there are scratches on the control section due to external factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a defect of the image sensor unit, the internal circuit board of the video connector, or the video system center caused the event. Olympus will continue to monitor field performance for this device.

Event description:
Addendum jul 19, 2022: event occurred during preparation for use before a procedure with no patient involvement. Another similar device was used in the intended procedure.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.